Event description:
Pt underwent stab phlebectomies of recurrent varicosities of left saphenous vein in ambulatory surgery. Grounding pad applied to left thigh and attached to electrocautery machine. Skin intact postoperatively. In pacu, pt complained of burning of the thigh. Discharged with leg wrapped in circumferential bandage. Blisters noted 48 hours later when pt removed bandage. Burn area matched size and contour of grounding pad. Burn progressed to full thickness thermal injury necessitating skin graft.